Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis revealed the catheter was damaged during use. The mechanical operation of the catheter shaft was bent. The mechanical operation of the catheter shaft was separated from the hub. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure while attempting to slit and remove the guide catheter, the handle detached from the proximal portion of the catheter. The physician utilized other methods of slitting and removing the catheter, and was successful in doing so without dislodging the left ventricular (lv) lead. No patient complications have been reported as a result of this event.